Event description:
During a t.a.h. The tip of a suture needle broke off, estimated size .4 cm. Missing piece could not be found on examination of abdomen and irrigation fluid. X-ray examination did not locate the missing needle tip.